Event description:
It was reported that the patient¿s pump was alarming and could not be silenced. Per reporter, the patient replaced the batteries and restarted the infusion, but the alarms resumed. It was also stated that the batteries were draining faster than usual. The infusion was continuous, but the set flow rate and volume delivered were not specified. The patient had a backup device, which was used to successfully continue the infusion. The infusion was life-sustaining, and the outcome was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.